Manufacturer narrative:
The product was not returned for analysis. Video was provided. Video provided showing iol implantation. Post implantation both haptics remains attached to the optic, a few second later the trailing haptic releases from the optic while the iol is being manipulated with an additional instrumentation, the leading haptic remains attached to the optic for approx. 5 minutes until released by additional instrumentation. The complainant indicates the use of non-company ovd as a viscoelastic, which is not qualified for use with company device. The root cause for the reported complaint could not be determined. It was observed from the video that one haptic was stuck to the optic for approx. 5 minutes post implantation, until released with an additional instrumentation. No product was returned for evaluation. Haptic may become stuck to the optic: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. If there is excessive delay between the lens position at the pause location and the delivery. The lens may become more adherent when left in a folded position for long. Any of the above listed causes alone, or in combination, may create the reported event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, haptic was found sticking to the back of optic after insertion. It was irremovable and surgery was completed leaving it there. The sticking haptic was still there when seen through a slit lamp two days after. The sticking haptic was removed off of the iol in a secondary procedure. No further information is expected.